Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on alcon wavelight acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with blurred and fluctuating vision and dry eyes in both eyes approximately eight months post lasik. The patient was given topical tear gel and topical tear drops. The optometrist also recommended the patient change their environment to help with the dry eyes. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the day of treatment. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100% and without any interruption and all laser system functions were within specifications. There is no indication a device malfunction or inappropriate labelling caused or contributed to the reported event. (B)(4).

Event description:
Received states that the dryness is slightly improved.